Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the power of the device was low was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger and moving parts of the trigger of the device were not moving smoothly. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, moving parts of the trigger of the device were not moving smoothly, mode switch resistance was low, and the mode switch was stuck. It was further determined that the device failed pretest for check for sticky trigger, and mode switch-test. It was noted in the service order that the device had low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.